Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose level was 350 mg/dl and was addressed with manual injections. During troubleshooting with tandem's technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. During a follow-up call on (B)(6) 2016, the customer reported elevated bg levels in the 200-300 range. It was reported that the customer's health care provider and clinical diabetes specialist advised the customer to request a replacement pump. Reportedly, the customer's high bgs were addressed with correction boluses via the pump. It was confirmed that the customer had a backup method of insulin delivery available.